Event description:
The customer reported that when she was setting up the sets, the sets were dripping and falling apart. The customer said that they could not inject through the sets, and they weren't sure if it is a side port issue or tubing issue. The samples were saved and will be returned. Product code 9542; lot number 27011.k17.